Event description:
It was initially reported that the patient had their generator and lead explanted due to infection. The infection was reported to require two attempts to control it with IV antibiotics in addition to wash outs prior to the removal. The patient had a lead replacement (B)(6) 2013. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Good faith attempts for additional information and product return have been unsuccessful to date.

Event description:
Follow up with the physician found that the infection was related to surgical complications from the lead revision surgery. No patient manipulation or trauma occurred which is believed to have caused or contributed to the event. The infection was at both the neck site and pocket in chest. The results of cultures indicate that it was a (B)(6). The lead revision occurred on (B)(6) 2013. On (B)(6) 2013 the sutures were removed. The site looked clean, nil redness, ooze, or swelling. Wound swap done on (B)(6) 2013 indicated (B)(6). The patient was admitted on (B)(6) 2013 and commenced on IV antibiotics. On (B)(6) 2013, there was a chest wound washout. On (B)(6) 2013, the neck wound was explored. On (B)(6) 2013, the patient was discharged. (B)(6) 2013, the patient was readmitted for pain on the wound site. The wound site was reviewed by the physician on (B)(6) 2012 and found to be healthy. The vns device was re-activated. On (B)(6) 2013, representation recurrent infection, superficial swelling likely collection "ic" antibiotics commenced. On april (B)(6) 2013, the vns device was explanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
The generator was received for analysis on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.